Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred approximately five minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Additional patient and treatment information was not provided. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation, however, a companion sample from the same lot was reported to be available.

Manufacturer narrative:
Thirty three companion samples were returned to the manufacturer. The actual device was not returned. Each sample was returned sealed within the prepackaging pouch. During the gross visual exam, one of the companion samples was identified to have a cracked screw flange/ header end cap. The prepackaging pouch of the sample did not have any damage. There were no other damage or irregularities visually noted on the samples. Bubble point testing was not required on the cracked sample as it failed the visual exam. The remaining 32 companion samples were visually inspected and bubble point tested. The 32 samples passed visual inspection and no leaks were observed. A cracked header may result in an external leak if primed or used for treatment. The complainant reported an internal blood leak occurred in the complaint event. A cracked header is unrelated to an internal leak. There is no mention or indicator of an external leak in the event. It is unknown how/when the damage occurred. The sample was returned in an undamaged case and the prepackaging pouch had no damage. The lot did not exceed any product reject limit on both the external leak tester and the conditioning carousel. All rejected product during production were discarded appropriately. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.